Event description:
Surgeon attempted to insert a silicone three-piece lens but the leading haptic twisted backwards in the cartridge and would not advance. There was no patient contact. The facility has been contacted and additional information has been requested from the facility. No further information has been forthcoming. This is one of two lenses the surgeon used on this patient - see MFR report #2023826-2006-00043.